Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a left heart catheterization diagnostic procedure. Reportedly, an anterior cuff miss occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. An analysis was performed on a returned device and could not confirm the reported anterior cuff miss. The analysis observed that a posterior cuff miss occurred, which may look similar to the reported experience. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.